Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery (rca). Following predilation with a balloon catheter, a 2.50x32mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. The stent was removed and the distal segment was noted to be damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found the majority of the crimped stent was damaged along its entire length. The damage evident is consistent with the device experiencing resistance during withdrawal attempts. The bumper tip of the device showed signs of damage that is consistent with excessive manipulation of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery (rca). Following predilation with a balloon catheter, a 2.50x32mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The stent was removed and the distal segment was noted to be damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).